Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a proximal type I endoleak. It was reported that the patient experienced wound complication of lymphocele or lymph fistula after the procedure. The investigator assessed the lymphocele or lymph fistula was not related to the device, but related to the procedure. The patient had prolonged drainage of the initial left subclavian artery and the event was resolved 21 days post procedure. No additional clinical sequelae were reported and the patient is fine.